Event description:
It was reported that the footswitch which activates the delivery of radiofrequency energy got stuck and was impossible to stop. The surgeon had to disconnect the catheter and switch off the generator to stop ablation. No patient injury was reported.